Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was high and a moderate level of ketones was present. Bg was addressed with an insulin pen. The cause of the event was not known. The customer reported that the "pump was fine" and was not experiencing a high bg at the time of the report. The customer declined tandem technical support's offer to troubleshoot and did not provide further information regarding the event.